Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2021-59045. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed red capsular contracture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; seroma; "rupture with silicone leakage"; "suspected bleeding".

Event description:
Patient reported left side seroma, capsular contracture baker grade iii, and a suspected bleeding of the left device diagnosed by an ultrasound. Patient representative later reported left side device rupture with silicone leakage discovered intraoperatively, "our client learned for the first time of risks", and "was informed of the recall." Healthcare professional reported left side "severe capsular contracture [baker] grade iii-IV". Device has been explanted.